Event description:
Catheter placed & more extravasation found & a leak also found via a dye study. No more than 100ml run through the lumen. No obvious splits in the cathter were noticed.

Manufacturer narrative:
Implicated product is a 7.0 fr. Dual lumen pediatric catheter with cuff and -2 cuff in a basic tray. Product received for eval is dual lumen catheter measuring 23.2 inches long. Although collagen cuff is absent, silicone sleeve for this cuff begins 11.5 inches from proximal end and is coated in residual adhesive material. Blood impregnated cuff begins 12.65 inches from proximal end. Two longitudinal slits are found side-by-side 0.2 inches distal to distal fillet. Slits measues 0.2 inches long. Catheter's distal tip has been servered at an approx 45 degree angle. Dried blood steaks distal 1.5 inches of catheter outer diameter. A lot history review reveals no mfg issues and noother complaints for this lot. Under 10x magnfication, one slit runs longitudinally with irregular edges and rough walls. Second slit consits of similarly irregular edges which run straight on either side of a split-thickness flap. This type of damage is consitent with burst trauma. Each slit occurs on either side of point where lumen web joins catheter inner diameter. Tactile examination reveal multiple small intermittent densisties along distal portion of catheter beginning 8.4 inches from catheter's distal tip. Occlusion clamp impressions are also noted in both clampong over-sleeves and tubing connecting to bifurcation. Catheter patency is tested using a water-filled 12cc syringe. Leaks are evident from slits when flushing either lumen. Attempts to obstruct leaks while flushing results in small amounts of blood tinged water discharging from catheter's distal tip. Aspiration results in drawing air into syringe. This blood tinged water suggests palpable densities may be dried clots. Complaint of extravasation secondary to leak is confirmed. It should be recorded as user-related. Damage located on catheter has been caused by a burst resulting from over-pressurization. Over-pressurization can result from a number of causes including a restricted lumen. Multiple clots present in both lumens may have been sufficient to restrict flows and increase infusionm pressures beyond structural limits of catheter. Product instructions for use provides strict guidance regarding exceeding 25 psi during injection to prevent damage to catheter and vasculature.